Event description:
The customer reported a blank display and occasional vibrating after the insulin pump was submerged in water. The reported blood glucose reading was 245 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.